Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An impact admiral balloon was being used to treat the left distal superficial femoral artery. Chronic complete occlusion (100%), moderate vessel tortuosity and moderate calcification were reported. Blood vessel diameter was 6 mm. Lesion length was 120 mm. No anatomical abnormalities reported. 6f non-medtronic sheath and non-medtronic guidewire were used. No embolic protection used. The balloon was inflated with a syringe. No issues noted when removing the device from the hoop/tray. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no abnormalities noted. No resistance was encountered during delivery. No excessive force used. After passing through the guidewire, the balloon was dilated using jade 2-40 and the ivus was confirmed. Previous expansion was performed again with jade6-120, and because the stenosis was confirmed to have been removed, the inpact admiral dcb was used. During expansion at 8 atm, balloon twist occurred, resulting in balloon inflation difficulty. Because the balloon twist did not release when the inflation pressure of the product was increased to 10 atm, an additional inpact admiral dcb was used. Residual stenosis was not observed in the final contrast study, and the flow was good, so the procedure was completed. No patient injury reported.

Manufacturer narrative:
Product analysis: one still image was received from the account for review. The image shows the balloon under fluoroscopy. A twist is evident to the balloon in the mid- section. The reported complaint can be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.